Event description:
On thursday (B)(6) 2018, my implants "standard c/ abutment b/1.5/6.0 straight by dentsply" broke. This is a complete fracture of the neck of the abutment of the tooth implant. These caused permanent loss of precision made crown, and risk of bone graft loss and implant loss. The implant was performed on (B)(6) 2010, the abutment was placed on (B)(6) 2010. The label reads "standard c / pilar b/1.5/6.0 recto 17-2152 friadent (B)(4) dentsply". This corresponds to part now called "ankylos standard c/abutment b/1.5/6.0 straight - sku / order #:3102 1100 by dentsply." On (B)(6) 2010, an ankylos c/x implant b 9.5 0 4.5 / l 9.5 order #3101 0428 by dentsply was inserted in position 14. On (B)(6) 2010, an abutment "standard c / abutment b/1.5/6.0 straight - dentsply" was placed-in in position #14 over the implant along with a precision made crown. After almost 8 years with no incident, the abutment neck completely broke on (B)(6) 2018. Https://www.dentsplysirona.com/e.